Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken diaphragm valve, delamination, crease fold. Leak test was performed and found delamination on diaphragm valve, crack opening on diaphragm valve. A microscopic analysis was performed which identified delamination in the diaphragm valve. And crack opening based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. Broken valve seat diaphragm valve.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.